Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced hyperglycemia. Blood glucose value up to 510 mg/dl and 546 mg/dl. Customer stated infusion set had bent cannula which caused her blood glucose went up. It was unknown that if the insulin pump was in auto mode at the time of the incident. Insulin pump will not be returned for analysis.